Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 was received on december 24, 2018 and investigated on january 16. The probe showed evidence of use in a procedure. The returned device was evaluated. Upon initialization breast tissue was found, the device was then able to retrieve two of two samples of the chicken breast test medium. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
Devicor medical products inc. Received a report from our affiliate in (B)(6), stating, during procedure no tissue was acquired. This is documented in our system as record # (B)(4).